Event description:
Additional information was received that during a revision procedure, while attempting to reposition the rv lead, the helix was unable to extend. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Event description:
During an in-clinic follow-up, episodes of increased capture, low pacing impedance, and over-sensing were detected on the right ventricular (rv) lead. The suspected cause of the event is due to dislodgement. No intervention has been performed. The patient was stable and will continue to be monitored.